Event description:
A customer reported the test would not start after sample is applied and as a result of being unable to test, they experienced dizziness, shakiness, sweating, confusion and frequent urination with a subsequent loss of consciousness. The customer reportedly self-treated with soda, orange juice, or by eating mints or a full meal. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported product was returned and investigated. The returned meter powered on with button press after batteries were replaced. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.